Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-operative setup, it was observed that the small battery drive device was dead. According to the report, when the equipment case was opened and the device was tried, nothing happened there was no delay due to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the device did not run and the coupling head was worn. The electric motor and electronic control unit was not functional, also needed to be upgraded and the internal components were corroded. The assignable root cause was due to component wear and improper cleaning care. If additional information should become available, a supplemental medwatch report will be sent accordingly.